Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed and all insulators were perforated due to the stylet/guidewire. The lead was damaged at implant.

Event description:
It was reported that, during an implant attempt, the left ventricular lead insulation broke. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.